Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation difficulties were encountered. The physician was attempting to deploy a taxus express2 drug eluting stent in a calcified lesion in a tortuous lad. After several attempts, he was able to place the stent in the mid-lad. He experienced difficulty filling the balloon with contrast. The taxus express2 stent was only partially expanded, so he tried to inflate and deflate the balloon several more times until he was able to fully expand the stent with the balloon. He was then unable to deflate the balloon. He used two different inflation devices connected to a y-connector, but was still unsuccessful. The physician then inserted a .012" wire through the inflation/deflation lumen of the delivery device. He was attempting to puncture the balloon with the wire, but he could not advance the wire through the shaft to reach the balloon. He then used a maverick otw and another manufacturer's wire, but was still unsuccessful. At last, he tried to aspirate the contrast while twisting the delivery device balloon catheter and the contrast slowly came out of the balloon. The pt was reported to be asymptomatic during the procedure and had no subsequent injury.